Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the procedure to implant this subcutaneous implantable cardioverter defibrillator (s-ICD), shock impedance measurements were greater than 400 ohms. A boston scientific technical services consultant discussed the clinical observations and recommended further troubleshooting. The system was successfully implanted. No adverse patient effects were reported.